Event description:
A 6f angio seal vip vascular closure device was used to seal the arteriotomy site coronary interventinal procedure. The patient experienced post deployment arterial bleeding. Manual pressure was applied and hemostatis was achieved. One hour later the patient complained of numbness and a cold foot. Doppler flow studies revealed diminished pedal pulses. An ultrasound revealed a narrowing of the common femoral artery (cfa) proximal to the access site. One day later, the patient underwent surgical exploration and surgical repair of the posterior intimal dissection of the right cfa. The vascular surgeon stated there was a 40 millimeter dissection leading proximal from the access site; in addition to a sidewalk. The surgeon stated the arterial damage occurred during sheath access and the angio seal was not the cause. The patient was reported to be recovering. The deployer is in the process of certification.